Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of undersensing that the device interpreted as bradycardia. Technical support was contacted and reprogramming was recommended to resolve the event. The patient was stable and will continue to be monitored via follow-up.